Event description:
The customer reported that the sys was unable to perform fluoroscopy x-ray. There is no report of injury or death associated with the event described in the complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator interface board and the foot switch were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.